Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed low impedance. It was also reported the lead was re-positioned because it was too close to a previously abandoned lead. No patient complications have been reported as a result of this event.